Event description:
The customer stated that her meter was reading too high. She tested her blood glucose and received a reading over 300 mg/dl. She was also tested using a onetouch meter and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and test strips are to be returned for evaluation, and the customer will upgrade to a contour meter system.